Event description:
It was reported, that a web device had difficulty detaching. The number of attempts and the methods used to detach the web are unknown. There was no reported patient injury or intervention.

Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue/event as described could not be confirmed.